Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. The lead was initially repositioned, however, it was found out that the lead had dislodged. The lead further exhibited impedance issues and had no capture. Additional information received indicated that the lead was explanted and was replaced with good diagnostic measurements. No additional adverse patient effects were reported.